Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open abdominal surgery, the handle ran idle during the firing and the device became unable to be used. It was also noted that the device locked on tissue and was able to be removed, the device was also not able to fire. A new product was used and the procedure was completed. There was no patient injury.